Event description:
The connector between the power and the base. Uses - twice a day, charges - constant, changed brush head - never, purchased in july. Toothpaste - crest whitening. Used techsee to look and cable had burnt up - sending replacement and need to send back, customer made no claim of personal injury or property damage.